Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zct150 18.0 diopter intraocular lens (iol) was implanted in the patient's left eye (os) on (B)(6) 2017. It was later explanted on (B)(6) 2017, because of a lens miscalculation. There was no incision enlargement or vitrectomy performed. The replacement lens was the same model, but different, smaller diopter of 15.0. Reportedly, the outcome significantly interfered with the patient's activities of daily life. The patient has now recovered. No additional information was provided.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to the specifications. A search revealed that no other complaints were received from this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.